Event description:
It was reported the patient presented in clinic. Upon examination, it was observed the pacemaker pocket had eroded. The pacemaker was explanted without issue. The patient was stable.